Event description:
Hcp reported the pt had a generator replacement. The pt's surgery was scheduled in the morning so the pt did not take their normal medications. As the day progressed, the pt had an increase in parkinsonian features. The pt eventually had their surgery late in the evening. After being discharged from the hosp the pt experienced a seizure. The hcp is unable to determine the diagnosis. The physician did state that the pt experienced a "repetitive motor event." This physician "strongly suggests" that this was not a device-related incident. The pt is doing fine right now.